Event description:
The phillips sales rep reported that during in-servicing, a new pads adapter cable, it would not recognize a stimulator or test load.

Manufacturer narrative:
This complaint is still under investigation.